Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Video's were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: the bipolar cables the account uses are single use disposable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the bipolar tone was inaudible when touching (demo meat.) And the auto bipolar immediately cycles on and stays on when activated. There was no patient involvement

Manufacturer narrative:
(B)(4). Date sent: 6/14/2022 video analysis: this is an analysis of the video submitted to ethicon endo-surgery for evaluation. Video(8d942f0b-3b07-486f-a6dd-5993a3f6b6fa.mov): the video provided by the customer shows megen1. During the video, the user touches a piece of meat with the bipolar forceps, and the generator stop beeping. No conclusion could be reached as to how this issue occurred through video analysis. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Investigation summary; per service manual operational and diagnostic analysis did not confirm the reported audio issue. The reported self-activation issue was confirmed and the backplane pcb was replaced to address the issue. Additionally, the variable power supply was replaced. This was unrelated to the reported issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022.